Event description:
It was reported that during use of the bd nano pro ultra-fine¿ pen needle the pen needle clogs during injection. The following information was provided from the customer: "item 320555 with lot 8094916 and 8157558. Finding the nano pro clogs during injection never had this issue with the regular nano."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8094916; medical device expiration date: 2023-03-31; device manufacture date: 2018-04-04; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nano pro ultra-fine¿ pen needle the pen needle clogs during injection. The following information was provided from the customer: "item 320555 with lot 8094916 and 8157558. Finding the nano pro clogs during injection never had this issue with the regular nano."